Manufacturer narrative:
The publication (reference below) describes full details of the study design and reports an overall incidence of 4.7% (7 out of 149 eyes) with similar postoperative findings and etiology. The other 6 cases are described in separate 3500a reports. There was no report of a device malfunction. The manufacturer performed a root cause investigation and concluded that the event was caused by use error where the treatment parameter values (energy fluence) intentionally programmed by the investigator were significantly higher than practice guidelines and have a high probability of inducing permanent retinal damage. The operator's manual includes the following warning statements: warning: incorrect treatment settings can cause serious tissue damage. Therefore, it is recommended to use the lowest acceptable treatment settings until users are more familiar with the navilas® laser system 577s. Use extreme caution until the biological interaction between the laser energy and tissue is thoroughly understood. Warning: the treatment parameters, the laser position and all laser settings are the sole responsibility of the operator. The software does not analyze treatment parameters to identify inappropriate settings or checks for the safety of laser setting combinations. The operator must thoroughly understand laser tissue interactions and power settings for specific laser wavelengths and systems. Use extreme caution until the biological interaction between the laser energy and tissue is thoroughly understood. Inadvertent foveal burns, paracentral scotomata, and decreased vision are listed in the device labeling as possible complications. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Enriquez-fuentes je, alarcon-garcia ad, oribio-quinto c, fernandez-vigo ji. Hyperplasia of the retinal pigment epithelium secondary to subthreshold laser treatment in chronic central serous chorioretinopathy. Photodiagnosis photodyn ther. 2023 dec:44:103896. Doi:10.1016/j.pdpdt.2023.103896. Manufacturer reference #: (B)(4).

Event description:
The following event was reported in the literature. A subject with preexisting atypical chronic central serous chorioretinopathy (cscr) with persistent subretinal fluid (srf) was enrolled in a prospective observational study. The patient underwent a single subthreshold laser (stl) treatment session with the navilas laser system 577s prime configuration. The treatment parameters were as follows: 496 spots delivered, 1.984 j total applied energy, 35.37 j/cm2 average fluence, and 10% duty cycle; treatment was not titrated. The treatment was effective in resolving the srf. Six weeks postoperatively, the authors describe the onset of hyperplasia of the retinal pigment epithelium (rpe) in the operative eye with a 16-letter decrease in best corrected visual acuity (bcva). The hyperplasia is consistent with a laser burn. The authors conclude that the event was attributed to excessive energy that was programmed and employed.